Event description:
Customer reports, "extremely hot and overheating the water." The respiratory therapist reported that the water was boiling. The heater was in use on a patient. Customer additionally stated that the tubing length between the patient and the nebulizer heater is long enough that even though the water was extremely hot, by the time it reached the patient, it had cooled down in the tubing and did not cause any injury. The unit was unplugged for it to cool down. There was no patient injury. Additional information was received from the customer on (B)(6) 2012 stating that the fio2 setting was 100% with a flow rate 5-7 liters. It was attached to an air flowmeter to provide humidified room air. No additional information is available.

Manufacturer narrative:
(B)(4): upon completion of the evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4) results of evaluation: the returned heater was received and evaluated by the contract manufacturer for this product. The customer's reported issue was not able to be duplicated. The heater was run for 5 hours and the temperature never went above the upper control limit. The maximum temperature reached by the core was 122 degrees celsius. The device history record for the lot number provided was reviewed and no abnormalities were identified during the manufacture of this product. Because the issue reported could not be confirmed, it is not possible to determine the root cause. A corrective action will not be implemented at this time.